Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient is experiencing significant posterior open bite. Presently the patient only occludes on the canines and is causing the patient tmj pain. Examination the following; upper midline is centered, lower midline is 2 mm to right, overbite is mildly deep 2-3mm, class ii right (full) class ii left (full). Upper arch maxillary crowding 1-3mm, maxilla irregularities noted, maxillary arch form is within normal limits. Lower arch mandibular crowding 1-3mm, mandible irregularities noted, mandibular arch form is within normal limits. Additional findings, tmj normal range of motion, tmj pain from current posterior open bite, tmj findings of pain and discomfort. There is gum/bone recession (loss) in some areas. Endo, root and or caries concern lr2. Clenching and or grinding of teeth, edges of teeth are irregular due to uneven wear. Hard tissue concerns are rct ll2. Doctor treatment recommendations and method are; upper and lower arch treatment, lower full arch braces appliances with elastic rubber bands to improve the bite and retainers. Active full treatment which is estimated treatment time of 12 months. Doctor advises that patient must cease their current aligner treatment.